Event description:
During the surgery, the surgeon had difficulties in the insertion of the broach size 3 in the femoral canal and, during the reduction with the final implant, the femur fractured. The bone fracture has been immediately detected and treated in per op with three cerclages. Ref. Imp# (B)(4).